Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads and was unable to fully tighten on to the pump. Evidence of moisture corrosion was observed on the returned battery cap. The pump was able to power on with the returned cap. The pump¿s current draws measured within specifications. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and moisture was found in the pump. Unrelated to the complaint, the cartridge compartment was cracked. (B)(4). Correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, there was a battery life issue and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.